Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, of an introducer needle detached from the applicator during insertion of the sensor. The insertion site was at the abdomen on (B)(6) 2017. No additional event or patient information is available. No product or data was provided for evaluation. The provided photograph confirmed a detached cannula. A root cause cannot be determined.